Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the double tower door 5 was double clicking. A field service engineer (fse) cleaned the contacts on the microswitches across all eight doors, applied contact enhancer, and secured all connections. The fse also cleaned the contacts on the pins within the door controller boards and ensured all connections were properly secured. The system was tested using the hardware test application (hta), and all functions were confirmed to be operating correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower door failure. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.